Event description:
MFR rec'd a report of a person falling backwards out of a power wheelchair. As a result of this incident, the user allegedly sustained multiple injuries. Subsequent investigation did not reveal a malfunction.